Event description:
It was reported that during a routine follow-up in clinic, complete interrogation of the device could not be performed. It was mentioned that the patient had an unrelated surgery performed a week before the event and no cautery was used. The device was eventually explanted and replaced. Patient was stable throughout the event.

Manufacturer narrative:
The reported field event of an inability to interrogate the device was not confirmed. The device image was reviewed and normal battery depletion was observed. The device was tested on the bench and no anomalies were found.